Event description:
It was reported that a home patient (hp) was feeling overfilled, bloated, and pain during fill 4 of 4 of automated peritoneal dialysis (apd) therapy. A care giver (cg) reported draining 4029ml of solution while only having a fill volume of 2200ml. The hp previously manually drained 500ml of solution after fill 3 to initially relieve the overfull feeling. The volumes reported indicate an increased intra peritoneal volume (iipv) event. The cg reported the hp¿s symptoms subsided after draining. Nothing unusual was indicated during troubleshooting for the issue. A technical service representative (tsr) initiated a swap of the homechoice (hc) device and discussed the use of continuous ambulatory peritoneal dialysis (capd) until a new machine arrives. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cause of the iipv event was determined to be a use error. The tidal total ultrafiltration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and analyzed. The event history log review confirmed the reported drain volumes and the intra peritoneal volume (iipv) event. No abnormalities were identified during internal/external inspections. The device passed both electrical and functional returned instrument testing evaluation (rite) tests. The pneumatic system was found to be working within specification limitations. A short simulated therapy was performed successfully. Although confirmed in the event logs, the reported issue was unable to be duplicated during sample analysis. Should additional relevant information become available, a supplemental report will be submitted.